Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the motor stalls and pump feeling hot was not determined. It was noted the patient came to the office on (B)(6) 2020. The pump was interrogated and motor stall recovery occurred on (B)(6) 2020 at 11:13 with no further events. No further intervention was needed. It was further reported the event was resolved and no further complaint by the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen (2000 mcg/ml at 297.6 mcg/day) via an implanted pump. It was reported the patient was hearing a critical pump alarm, on (B)(6) 2020, and confirmed via logs the event logs a motor stall and recovery today along with 2 other motor stalls and recoveries on (B)(6) 2020. The patient stated they were feeling the pump was being hot. The last pump refill was (B)(6) 2020 and patient was feeling that sensation before then and today it also felt warm at the pump site area. The patient was in a wheelchair with a cell phone carrying case that had a magnet on it that the patient hangs over their neck on the opposite side of the body the pump was on. When the motor stall and recovery occurred today the patient was in their wheel chair with the cell phone case over their neck and wheeling around the neighborhood. The caller was going to confer with the patient and hcp. The issue was not resolved through troubleshooting.